Event description:
Event description boston scientific received information that the patient with this unipass lead and device experienced episodes of syncope. A holter monitor recorded a three second pause in pacing. Upon interrogation of the device, the lead displayed noise and a low impedance measurement. The noise was unable to be reproduced with pocket manipulation and a chest x-ray did not reveal any anomalies. During the invasive procedure, the patient experienced a possible allergic reaction to the anesthesia or a transient ischemic attack (tia). The unipass lead was abandoned surgically and a new lead was implanted on the patient's right side. The pacemaker was a part of the low voltage capacitor advisory and was explanted and replaced as well.